Event description:
It was reported that the support arm broke. There was no patient involvement.

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).